Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient was getting an MRI to assess for a granuloma. It was unknown if the granuloma was related to the device. The patient was implanted for pelvic pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.